Manufacturer narrative:
Evaluation: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned by the customer to assist in this investigation. An internal clinical review of the complaint indicated that the event was caused by adverse patient anatomy.

Event description:
In 2007, patient underwent an aaa procedure to place a zenith main body graft and two iliac leg grafts. Angiography revealed a minor type I endoleak from the proximal neck. Balloon dilation of the proximal neck could not resolve the endoleak. Additional angiography of the graft lumen exhibited a type IV endoleak. The physician elected to observe the leaks and see if they resolve themselves. The following month, the physician placed a palmaz stent at the proximal neck successfully resolving the proximal endoleak. Computed angiographic tomography and angiography verified that the patient follow up is still needed.